Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin-peg cmntd fem md PMA; item# 161469; lot# 66326482. Oxf anat brg rt md size 5 PMA; item# 159577; lot# 65860094. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, they underwent a revision surgery approximately one year and one month post the initial implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories for the bearing found no additional related complaints for these items. Review of the complaint history for the femoral and tibial components identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.